Event description:
The procedure being performed at the time of the reported event was a left ureteroscopic stone removal. The doctor had to do a hydro dilation of the distal ureter and place in a 6x24 double j stent. The pt was taken to the operating room and placed in the supine lithotomy position. A sterile betadine prep was applied to the perineal area, and sterile drapes were applied over the operative field. A #21-french acmi cystoscope was inserted through the urethra and into the bladder. A #8-french cone-tipped catheter was manipulated into a very tiny left ureteral orifice. Then, 10ml of dye was injected. The stone was seen and appeared to be about 7x8 mm in the distal ureter. The doctor removed the #8-french cone-tipped catheter and inserted the ureteroscope. He could not get it into the ureter at which point he had to take that out and reinsert the cystoscope and put a 0.038 guidewire up the ureter. Once that was done, he took the cystoscope out and fed the ureteroscope back in and fed it beyond the guidewire, but it was too tight to get through. He, therefore, removed the ureteroscope, reinserted the cystoscope, fed the guidewire retrograde through the cystoscope and took a 6-cm ureteral balloon dilator, passed it over the guidewire under fluoro guidance and dilated the distal left ureteral up to 15 atmospheres and up to #15 french. The doctor then removed the cystoscope and put the ureteroscope back in. At this time, he was able to get up the ureter to the level of the stone. The stone did appear to be about 7x8 mm. He passed a basket through the ureteroscope, engaged the stone, and pulled the stone down to the distal ureter, but the basket broke at that point. The doctor then took the ureteroscope out, put the cystoscope back in and used biopsy forceps to try to get the wires of the basket and pull the basket out, but the wires reportedly continued to fall apart, so he could not remove the basket or the stone. The doctor took the biopsy forceps out, fed the guidewire back retrograde through the cystoscope and passed a 6 x 24 double-j stent over the guidewire, leaving the remnants in the basket of the stone and the stent in place. Fluoroscopic guidance showed everything was in good position. The ureter was intact and fine.

Manufacturer narrative:
Eval method used was the info provided by the distributor describing the size of the stone and technique used.